Event description:
A swartz braided transseptal introducer and dilator assembly was inserted into the femoral vein and the dilator was removed, at which time blood was noted to be leaking from the hemostasis valve of the introducer. The introducer was exchanged and the procedure was completed with no consequences to the patient.

Manufacturer narrative:
The device has not yet been received for analysis. When our investigation is complete, a follow-up report will be submitted.